Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: manufacturing location: (B)(4) precision metals / inspected, packaged and released by: monument. Release to warehouse date: 20-sep-2021. Expiration date: 31-aug-2030. Part number: 351.706s, 2.5mm reaming rod with ball tip/950mm - sterile. Lot number: 282p087 (sterile). Lot quantity: 75. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Packaging label logs (pll) lppf were reviewed and determined to be conforming. Redlined packaging bom was reviewed and determined to be conforming with no additional deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: part number: 41033, mp35n*ri2.50, lot number: 319p283, lot quantity: 1.657 lbs. Inspection instruction met all inspection acceptance criteria. Certificate was reviewed ad determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, the tip of 2.5 ball tipped guidewire broke off in patient's femur. The end of wire was pre-bent prior to placing in patient and the wire broke where it had been bent. The surgeon did not retrieve the broken fragment. There was no surgical delay. The procedure was successfully completed with no patient consequences. This report is for one (1) 2.5mm reaming rod with ball tip/950mm-sterile this is report 1 of 1 for complaint (B)(4).